Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up and the insulin pump was not working. They did not get an alarm. They tried 3 different batteries but the screen would not come back on. The customer¿s blood glucose level was 216 mg/dl. They declined troubleshooting. The device will be returned for analysis.